Manufacturer narrative:
The reported field event of high hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench and high resistance was observed on the transistor. The contact spring was also found to be broken. The cause of the high hv lead impedance is an anomalous transistor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited an increased high voltage impedance. A new right ventricular lead was implanted on (B)(6) 2017 to address this issue; however, the impedance issue persisted. The device and the lead were explanted and replaced on (B)(6) 2017. Patient was doing okay before and after the replacement.